Event description:
Customer reported the circuit breakers tripped when plugging the system in. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the isd board and the surge suppressor. System operates as intended. (B) (4).